Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead¿s capture threshold is variable, rising/increased, and is now higher than the programmed lv output. The lv lead remains in use and the patient will be brought into the clinic for manual testing. No patient complications have been reported as a result of this event.